Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed. The patient was asymptomatic. Lead dislodgement was noted. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to extend.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.